Event description:
A nurse reported that during a planned vitrectomy with photocoagulation procedure, a system message was displayed that could not be cleared. The surgeon completed the retina procedure with cryotherapy instead of laser. The pt was sent to the hospital for overnight observation. The reporter confirmation that the pt is doing well. The following day, they turned on the console and it worked fine.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause is unk. (B)(4).